Event description:
The patient reported a band slip post implant a realize band. Patient reports that she was throwing up a lot. "The band slipped and had to be put back in place. The band slipped what she ate went into her lungs and caused her to get pneumonia. In (B)(6) 2009, her magnesium and potassium levels were low causing her to experience low blood pressure. The patient also went into tachycardia and received three shocks to her heart. In (B)(6), her magnesium lowered and she went into afib. This weekend ((B)(6) 2012) the patient felt similar symptoms that she had an x-ray done that showed that the band had switched angles." Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device remains implanted. (B)(4). The event was reviewed by the medical director and the following comments were provided." It is not common for patients to experience low magnesium levels. This is more related to dietary restriction."